Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is having problems with his meter and his blood glucose is over 600 mg/dl. Customer's blood glucose level was 401 mg/dl at the time of the incident. Customer's current blood glucose is over 600 mg/dl. Customer has only treated with the pump. Customer stated that the drive support cap appears normal. Customer's call was disconnected and customer was called back but could not be reached.